Event description:
It was reported that the patient experienced fluctuating volume of sound over the course of the day, also depending on his posture (i.e. Better volume in lying than in standing position). This finding has been confirmed by vibrogram recordings. Recent information received stated that a revision surgery has been planned to reposition the floating mass transducer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted,it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.